Event description:
It was reported that during a cardiac ablation procedure, the sheath was purged according to the provided instructions, and upon insertion into the patient and removal of the dilator, it was aspirated three times with a 20cc syringe to remove all bubbles. Subsequently, when the continuous flow system was connected, it became obstructed within a few minutes. The sheath was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 12fcc20 sheath with lot number 0012564699 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft, handle. The inspection identified a kink at the side port tube. The tip of the sheath was intact with no anomaly. The steering mechanism and deflection test were performed. No anomaly was identified. The functional testing was performed. No anomaly was identified. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.058 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.014 psig and in an acceptable range. In conclusion, the excess bubbles issue did not occur during testing and the sheath failed the returned product inspection due to side port tube kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.